Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
A consumer reported poor communication on the patient programmer. The consumer had a rechargeable implantable neurostimulator and was unable to communicate with the recharger. It was noted that the last successful recharge session was sometime between (B)(6) 2015 and that the consumer had not recharged since then because, they were on vacation. There were no patient symptoms reported with this event. The indication for use was radicular pain syndrome. Should additional information be received, a follow-up report will be sent out.